Event description:
It was reported via phone call that they were dispatched to emergency medical service and then hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2022 with blood glucose of 77 mmol/l. The high blood glucose value was treated by insulin pen and insulin intravenous drip. Customer stated insulin pump was under delivering. Customer stated displacement test was passed. The customer did experienced the symptoms such as sick, incoherent. No further medical complications were reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring = black case type = ngp (prime) on (B)(6) 2022, the customer alleged was insulin flow blocked/no delivery, insulin pump under delivery and hospitalized for high blood glucose and diabetic ketoacidosis. On (B)(6) 2022, case (B)(4) svn: (B)(6) , customer returned insulin pump for alleged cosmetic damage located at the retainer ring. On (B)(6) 2020, case (B)(4) svn: (B)(6) , the customer alleged for high blood glucose. The test p-cap locks properly in place in the reservoir compartment noted. Insulin pump received with cracked retainer, pillowing keypad overlay, cracked case behind the insulin pump at the battery compartment and cracked battery tube threads during the visual inspection. Thus and carelink software was utilized and downloaded trace/history files properly. In further full review of the insulin pump history on the event date of august 28, 2022, there is no unexpected alarms/suspends and found multiple bolus deliveries that the customer manually programmed and the daily total of bolus insulin delivered are 8.2 u. Also, found multiple no delivery alarms in the insulin pump history on (B)(6) 2022 from 01:31:42.000 until 03:32:44.000 during bolus and basal delivery. Insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08680 inches. No ¿no delivery alarm¿ during testing. Insulin pump was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The force sensor offset measured within specific range during testing (22.9mv). In summary, insulin pump passed all required testing. Unable to verify customer alleged for high blood glucose and diabetic ketoacidosis. The force sensor is within specification. Customer alleged for the insulin pump under delivery was not confirmed. Customer alleged for insulin flow blocked/no delivery alarm was not confirmed. Cosmetic damage was confirmed at retainer ring. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Initial report was submitted with missing information. The corrected information has been updated and provided with this report in section b5.

Event description:
Customer reported that paramedics were called and they were hospitalized on (B)(6) 2022 at 10am for high blood glucose and diabetic ketoacidosis. Customer was incoherent, sick, confused, did not know name, and could not see. Customer had ketones. Customer was treated with insulin drip. Customer alleged under delivery. Customer had an insulin flow block on (B)(6) 2022 that was resolved by complete set change. Device passed displacement test. Device was reported for cosmetic/physical damage on (B)(6) 2020 but was not returned. Customer said he did not see the email about insulin pump return and did not get the replacement insulin pump. Per case (B)(4) po (B)(6). Customer said the retainer ring had chip and was cracked, the seal was broken, and it would not insulin pump any insulin but the reservoir was able to lock in place when inserted into insulin pump. Device was used at the time of the incident. Customer does not wear sensor. The device was returned for the analysis.

Manufacturer narrative:
The test p-cap locks properly in place in the reservoir compartment noted. Pump received with cracked retainer, pillowing keypad overlay, cracked case behind the pump at the battery compartment and cracked battery tube threads during the visual inspection. Thus and carelink software was utilized and downloaded trace/history files properly. In further full review of the pump history on the event date of (B)(6) 2022, there is no unexpected alarms/suspends and found multiple bolus deliveries that the customer manually programmed and the daily total of bolus insulin delivered are 8.2 u. Also, found multiple no delivery alarms in the pump history on (B)(6) 2022 from 01:31:42.000 until 03:32:44.000 during bolus and basal delivery. Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08680 inches. No ¿no delivery alarm¿ during testing. Pump was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The force sensor offset measured within spec range during testing (22.9mv). In summary, pump passed all required testing. Unable to verify customer alleged for high bg and dka. The force sensor is within specification. Customer alleged for the pump under delivery was not confirmed. Customer alleged for insulin flow blocked/no delivery alarm was not confirmed. Cosmetic damage was confirmed at retainer ring. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in section h6 (investigation finding codes), h10 with this report.